Event description:
It was reported that during a procedure the anchors of two (2) accu pass broke off, and the handles detached from the stems. The procedure was completed without surgical delay using a competitors device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Acupass suture manipulators don´t have any distal anchor. Handle detaching from the stem doesn´t represent any risk of damage or patient complication and doesn´t require a medical intervention to preclude a permanent impairment. The procedure was successfully completed using a additional device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.